Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a post-market clinical study regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. On 2010-apr-26, the patient reported that his pain was not controlled with the increases in the pump's daily rate; he had no improvement in pain with the increase. X-rays were done, but the results were normal. A volume discrepancy was identified during the pump refill, where the pump was expected to contain 9.6ml, but it actually contained 18ml. In addition, the aspirate was noted to be straw colored with frothing. The programming time from the patient's most recent refill had been 09:25 on (B)(6) 2010. An x-ray was performed on (B)(6) 2010, and the results were normal, showing everything connected. On (B)(6) 2010, it was identified that the catheter was slightly clogged during a catheter access port (cap) contrast study/catheter interrogation. A catheter offset bolus was given, and the results were normal. The pump was reprogrammed with a 15% increase on (B)(6) 2010. On (B)(6) 2010, there was no pain improvement, so the pump was reprogrammed with a 10% increase. The patient's pain was much worse on (B)(6) 2010; the pain was the same as before the pump. A 20% increase was programmed at that time. There was no improvement to the patient's pain as of 2010-nov-09. On 2010-nov-12, a cap contrast study was performed, and a pinhole or some sort of leakage was found. In addition, the pump was reprogrammed at that time. It was noted that the patient was experiencing continued pain on (B)(6) 2010. The catheter was interrogated and the pinhole or some sort of leakage was noted to have been identified again. A catheter offset bolus was given after the catheter would not aspirate normally, and the pump was reprogrammed with a 30% increase in drug per day. It was also reported that the pump was I ncreased by 25% again that day. On (B)(6) 2010, the pump was reprogrammed. It was indicated that the pump was programmed with a 20% increase on (B)(6) 2010, and (B)(6) 2011 with no improvement. The intrathecal portion of the catheter was revised on (B)(6) 2011, where an explant or replacement occurred. As of 2011-mar-21, the patient's pain was well-controlled, and the event had reportedly resolved without sequela. It was documented that the event had resulted in an unscheduled clinic or office visit. The etiology was reported as related to the device or therapy, specifically the intrathecal/spinal portion of the catheter, and not related to the implant procedure.

Event description:
Additional information was received from a health care provider (hcp) via a study. The patient underwent intrathecal catheter interrogation on (B)(6) 2010. The catheter appeared to be in good continuity with the csf, but there did appear to be a pinhole or some sort of a leakage phenomenon occurring very close to where the catheter actually entered the canal, which was approximately l2 level. The drug was still getting into the csf, but this was 2-1/2 to 3 segments below the tip of the catheter. How he had developed this pinhole could not be resolved with fluoroscopic technology, and if it became necessary to revise the catheter, the hcp would then probably find some type of hole at or very near the anchor point or perhaps slightly deeper than that. That would mean that the possibility of the catheter being injured at the time of the implant would come into the picture, but that would not be correlated by the excellent relief of pain that he had for a number of months. A greater suspicion would lay with the possibility that there w as perhaps a bone spur or some other anatomic feature that had abraded on the catheter and finally wore through. The bottom line was that the catheter was still delivering the drug into the csf as best as the hcp could tell. It was just that the drug as it came out now was several segments below the dorsal root entry zone where he needed it, which probably meant that they were basically under dosing him. On (B)(6) 2011, the patient underwent revision of the intrathecal portion of the intrathecal pump/catheter today. The original plan was to just remove the portion where they perceived there was a pinhole leakage when they did his catheter dye study. However, when the hcp removed that portion of the catheter, they could not demonstrate any pinhole where leakage was occurring. This basically forced them to remove the entire intrathecal portion of the catheter and replace it all the way back to the splice.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.